Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, the left ventricular lead could not be disconnected without destroying the ICD header. The patient condition was ok after the procedure.